Event description:
It was reported that during patient treatment, the measured fico2 value was higher than expected. There was no patient harm. Manufacturer´s ref #: (B)(4).

Manufacturer narrative:
The local company field service engineer investigated the anesthesia workstation at the hospital. No deviations were found. The cause of the reported issue with a higher fico2 value than expected was not found. The logs have not been available to evaluate. It has been reported that the anesthesia workstation has been returned to clinical use and no faults have been reported ever since. We have not been able to determine the cause of the reported issue.

Event description:
Manufacturer´s ref #: 285570.